Event description:
It was reported that during a farapulse pulmonary vein isolation (pvi, pulmonary vein isolation) ablation procedure to treat paroxysmal atrial fibrillation, it was reported that while the farawave catheter was in the left atrium, the physician was unable to advance or withdraw the merit inqwire guidewire because it was completely stuck inside the catheter; after multiple unsuccessful attempts, the catheter was replaced and an alternate device was used to complete the procedure. No tissue was observed at the tip of the catheter or guidewire, and the catheter was not deployed without a guidewire inserted. The patient experienced no complications and fully recovered.